Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. The customer returned a cd of the device in situ which was reviewed. Based upon the review of the cd and the info provided, we are unsure why the contralateral limb would not open. It appears that the patient's anatomy was within guidelines. We will continue to monitor for similar complaints.

Event description:
The contralateral gate did not open during deployment in 2007. Then physician placed a stiff wire from the patient's right brachial artery and cannulated the grafts contralateral limb. An angio balloon was pulled through the graft limb and inflated. Another iliac leg graft was placed and the graft was successfully completed.